Event description:
It was reported that as lvp 20d 3ss cv had air. This occurred on 3 occasions. The following information was provided by the initial reporter: material #: 2426-0007, batch/lot #: unknown. It was reported that the arterial chamber was losing volume and air was infusing into the chamber from the most distal y-site port on the tubing. Verbatim: this alaris pump module smartsite infusion set was used on an alaris pump that was infusing pre-filter saline into the arterial chamber of the dialysis circuit (to help prevent the dialysis circuit from clotting off). Registered nurse noticed that the arterial chamber was losing its volume and air was infusing into that chamber from the most distal y-site port on the tubing. The prefilter saline was infusing at 200ml per hour, but more air than saline was infusing into that chamber. That port had never been accessed. We disconnected the tubing, primed it through with saline once again, and after it was hooked up, it infused air immediately through that same port. The air never reached the patient. The air bubbles in the dialysis circuit possibly caused the circuit to clot off, requiring a system change. There were 3 circuit changes during that sustained low efficiency dialysis run.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that the arterial chamber was losing volume and air was infusing into the chamber from the most distal y-site port on the tubing could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Medical device expiration date: unknown. The initial reporter also notified the FDA on 22 march, 2021. Medwatch report # (B)(4). Report source other: medwatch report a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d 3ss cv had air. This occurred on 3 occasions. The following information was provided by the initial reporter: material #: 2426-0007 batch/lot #: unknown. It was reported that the arterial chamber was losing volume and air was infusing into the chamber from the most distal y-site port on the tubing. Verbatim: this alaris pump module smartsite infusion set was used on an alaris pump that was infusing pre-filter saline into the arterial chamber of the dialysis circuit (to help prevent the dialysis circuit from clotting off). Registered nurse noticed that the arterial chamber was losing its volume and air was infusing into that chamber from the most distal y-site port on the tubing. The prefilter saline was infusing at 200ml per hour, but more air than saline was infusing into that chamber. That port had never been accessed. We disconnected the tubing, primed it through with saline once again, and after it was hooked up, it infused air immediately through that same port. The air never reached the patient. The air bubbles in the dialysis circuit possibly caused the circuit to clot off, requiring a system change. There were 3 circuit changes during that sustained low efficiency dialysis run.